Event description:
The pt tested her blood glucose on the suspect device and it was 83 mg/dl. She took normal insulin. 1 hour later she passed out. The paramedics were called and their device read 86 mg/dl and at the same time her suspect device read 136 mg/dl. She was given dextrose by the paramedics.